Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed, because the product was not returned to abbott vascular solutions for analysis, and the lot number was not reported.

Event description:
Device malfunction: clip did not deploy. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a calcified femoral artery after an interventional procedure. The clip did not deploy, and the device slipped out of the wound tract. Hemostasis was achieved by manual compression. There were no reported patient sequelae. Though requested, there was no additional information available.